Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2011, an attempted PICC placement at the bedside was unsuccessful. On (B)(6) 2011, pt was admitted with symptoms of sepsis and a wire was identified on imaging and removed via interventional radiology. It is approx 2 inches in length and has the magnetic tip on one end. An unused wire was reviewed and revealed several serpentine like areas where the wire looks as though it could break if bent or jammed. The pt had a previous implanted port in the same vessel and may have had scar tissue that prevented the PICC from passing correctly.